Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a 23 mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. Before implantation a balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon. During procedure, was not possible to cannulate the native valve. The degree of calcification of the valve was severe. After three attempts with stronger pushing it was successfully cannulated. Then, the valve was successfully implanted under rapid pacing without paravalvular leak (pvl). During the final aortography an aortic dissection was recognized. An aortic intravascular ultrasound (ivus) was performed and visualized a dissection beginning from ascending aorta towards subclavian left, an aortic aneurysm type a without symptoms. An aortic dissection graft was implanted. A stroke was diagnosed after the procedure. The patient expired on pod #1 due to the aorta dissection and cerebral injury. As per medical opinion, the dissection was due to the difficulties passing the native valve with several attempts and the difficulty crossing the native annulus was due to high calcification and small effective orifice area.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty or inability to cross native annulus was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, 'during procedure was not possible to cannulate the native valve and also the degree of calcification of the valve was severe'. As per medical opinion 'the dissection was due to the difficulties passing the native valve with several attempts and the difficulty grossing the native annulus was due to high calcification and small effective orifice area.' The presence of calcification can make the pathway more challenging as the delivery system tracks through the anatomy and obstructs the delivery system from crossing the valve. Subsequently, this can lead and contribute to the reported difficulty felt when attempting to position the delivery system around the native anulus. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to the adverse events of stroke, vascular dissection, and death. A definitive root cause was unable to be determined. However, available information suggest patient factors (calcification) may have contributed to the reported event. No manufacturing non-conformances were identified during evaluation. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.